Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k uhd lcd monitor suddenly turns black, and the power goes out. The event occurred during procedure and there was no patient harm or user injury reported due to the event.